Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D2: product code: phx. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor handle broke during impaction of glenosphere. The plastic tip broke, no patient impact on surgery. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product verified item and lot number. Cosmetic inspection of the product found it to show signs of repeated use; nicks, gouges, scratches, wear and strike marks. Inspection confirms the impactor pad has fractured and not all the pieces were returned. The product was submitted to sem (scanning electron microscope) for fracture analysis: it was discovered that the impactor pad returned with item 110028055 was the incorrect pad. The grey impactor pad returned belongs to item 110029132, it was tested and found consistent with the failure mode for overload fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.